Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) had system overheated and shut down. There was no harm or injury reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the overheating malfunction. The fse replaced the compressor (0119-00-0236) and the threaded probe temperature sensor (0206-00-0734) as a precautionary measure. The fse also replaced the <100 micron muffler (0103-00-0499) and the 1/8 npt muffler (0103-00-0631). Calibration, safety, and functionality checks were completed per the service.

Event description:
N/a.

Manufacturer narrative:
Corrected field: h6 (component code).

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h11 (the updated fields were missed to be added in the previous follow up emdr. Hence, correcting the updated field section in h11.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had system overheated and shut down. Patient involved. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.